Event description:
Major pump unit(s) involved: external control system failure.additional text: red heart alarm.specific component(s) involved: external controller malfunction.additional text: red heart alarm failed to record data.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.